Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('1 year post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth fracture ("teeth breaking"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. The reporter considered hysterectomy and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of hysterectomy ('1 year post op') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. In (B)(6) 2019, the patient underwent hysterectomy (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced tooth fracture ("teeth breaking"). The patient was treated with surgery (essure removal). Essure was removed in (B)(6) 2019. The reporter considered hysterectomy and tooth fracture to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-may-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.